Manufacturer narrative:
Cancel MDR, the defect was found when the device packaging was opened and not usable.

Event description:
(B)(6) 2024: thank you for your previous response. We need to clarify information regarding the 20 gauge catheter. It is stated that "20g IV catheter had plastics shred coming off the sheath of catheter, rn said this has happened twice". Did the 20 gauge event stated above occur because the needle pierced the catheter resulting in fraying? No. If no, please describe the malfunction. The product came with needle already piercing through the catheter.

Event description:
It was reported that bd insyte autoguard plastic coming off of the catheter. The following information was provided by the initial reporter: 20g IV catheter had plastics shred coming off the sheath of catheter, rn said this has happened twice.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch # 3363125 with no material number provided. Batch not found, material not found. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.